Manufacturer narrative:
B3/d10: the events occurred between aug 15 - sept 11, 2025. E1: initial reporter postal code: (B)(6). H11: the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) large volume infusors infused 73 - 87% of the dose and 30 - 61ml volume remained in the devices. The issue occurred during patient infusion via peripherally inserted central catheter (PICC) for 23-24 hour durations. The devices contained 18g piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.